Manufacturer narrative:
Date of event: unknown, not provided but the best estimate is (B)(6) 2018. If explanted; give date: not applicable as to date the lens remains implanted and therefore not explanted. PMA/510(k) #: unknown as the model number was not provided the device was not returned for analysis as to date it remains implanted. The lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. The serial number of the device was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (model and diopter unknown) implantation. Left eye (os) implanted on (B)(6) 2018 and right eye on (B)(6) 2018. At the one-month post-op visit, the patient was complaining of halos and glare while driving at night. Patient's both eyes (ou) best correct visual acuity (bcva): 20/16 additional information was received and it was learnt that these symptoms have lasted more than three (3) months and the subject considers them debilitating. There are no plans for intervention at this time. No additional information was provided. This report pertain to the lens implanted in the left eye (os). A separate report has been submitted for right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information: this report pertains to zfr00 19.5 (os) sn: (B)(4). Information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Product code: mfk. Common device name: multifocal. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0195. Expiration date: 10/16/2022. UDI number: (B)(4). Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. The initial MDR was submitted under the (B)(4), USA site. The correct manufacturing site is groningen, netherlands. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. The following section has been updated accordingly: manufacturing site: (B)(4). Manufacturer report number should have been 9614546-2018-xxxxx. Device manufacture date: 10/16/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.